Event description:
It was reported that during a surgery a drill bit snapped mid case.

Manufacturer narrative:
The product was returned and the failure mode was confirmed. Visual inspection : the complaint device was received and observed the distal shaft was twisted with the drill bit still attach. The probable root cause/s could be excessive force on drill guide, excessive bending force required to position guide. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that during a surgery a drill bit snapped mid case.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.